Manufacturer narrative:
Neither the device nor photographic evidence was provided. Therefore, the reported event cannot be verified. If the device is returned, at a later date, the investigation may be updated and reanalyzed. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review shows a total of 7 devices for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of (B)(4) reports, regarding (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The customer reported that the device, cd801, 5mm laparoscopic kittner, blunt dissector 40 cm len was being used on (B)(6) 2025 and "during the minimally invasive surgery, the tip of the swarbor became detached and remained in the patient's chest. It was therefore necessary to inspection the surgical site and remove the piece. This caused no harm to the patient but it exposed the potential error of instrument retention at the surgery site.¿ there was no impact or injury to the patient or user. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Event description:
The customer reported that the device, cd801, 5mm laparoscopic kittner, blunt dissector 40 cm len was being used on (B)(6) 2025 and "during the minimally invasive surgery, the tip of the swarbor became detached and remained in the patient's chest. It was therefore necessary to inspection the surgical site and remove the piece. This caused no harm to the patient but it exposed the potential error of instrument retention at the surgery site.¿ there was no impact or injury to the patient or user. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety. H3 other text: device not yet received.